Event description:
The user received high creatinine results for five patient serum samples. Of the data provided, the results for four were discrepant. All results were in mg/dl. Sample 1 initial result was 11.8 and was reported. The patient "brought the work to the lab stating the doctor told him he would be dead if this was right". The sample was repeated (B) (6) 2010 with a result of 1.0. Sample 2 initial result was 12.3 and was reported. The repeat result on (B) (6) 2010 was 1.1. Sample 3 initial result was 18.7 and was not reported. The repeat result on (B) (6) 2010 was 1.9. Sample 4 initial result was 6.3 and was not reported. The repeat result on (B) (6) 2010 was 0.2. The patients were not treated due to the high results. The user recalibrated the assay with qc in range and patient results "were fine since". The creatinine reagent lot number was 61518601. The field service representative determined there were damaged reaction cells and replaced them. He verified the analyzer operation by running a photometer check, precision check and a cell blank measurement with all results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.